Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the procedure the site was able to take 2d images with the imaging system, but when they were going to attempt a 3d image acquisition, the system¿s pendant showed a critical battery error. The site still attempted to use the imaging system, but they were unable to complete the 3d spin. It was noted that the imaging system had been plugged in all day prior to this issue. The site aborted use of navigation and of the imaging system. The site opted to use a c-arm to complete the procedure. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.